Manufacturer narrative:
The reported adverse event was identified in the following published webinar (identified as "literature". Dr. (B)(6), patient protocol and versatility with tenex in foot and ankle procedures, webinar, (B)(6) 2020.

Event description:
During a webinar presentation, the presenting physician disclosed that he had experienced an infection following a procedure with the tenex health tx system for the treatment of a diabetic foot ulcer. The patient was treated and recovered. There were no additional complications. It is unclear if the infection was a direct result of the procedure or if it was due to another source. The physician suspected inadequate flushing of the treated area. It is noted that this patient population (diabetics with foot disease) is more highly susceptible to infection. Note also that all details on the procedure were not provided. The occurrence date has, therefore, been specified as the date of notification to the company.

Manufacturer narrative:
Follow-up report #01. Fields b4, e2, e3, e4, g3, g7 and h10 updated.